Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with a proglide device using the pre-close technique prior to an impella protected percutanous coronary interventional (pci) procedure. Reportedly, a ¿cuff miss¿ occurred. In addition, when trying to remove the device, the lever was returned to its original position to close the foot; however, the foot did not close. Difficulty was experienced trying to remove the device. At the same time, the artery ruptured and there was heavy bleeding. Manual arterial compression was applied to try to stop the bleeding. The bleeding and rupture was treated with a covered stent. The impella protected pci case was aborted and re-scheduled for a later time. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis, a conclusive cause for the reported the needle to cuff miss, foot retraction problem and difficulty removing the device could not be determined. The reported patient effect of hemorrhage and tissue damage are known inherent risks of the procedure. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue.